Event description:
It was reported that during an anterior resection for stenotic anastomosis procedure, two reloads were used with no issues. With the use of the third reload, not all staples formed in the middle of the reload cartridge. Some unformed staples were seen in the abdomen, while the staples formed properly before and after the middle section. Two reloads were used afterwards with no problem and there was no problem with any staple lines or staple formation.. All reloads were from the same lot number. Procedure completed with same/like device. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4).